Event description:
The cardiologist attempted closure with a techstar xl 6f device. The device was deployed and both needles stalled midway up the barrel. Needle backdown was unsuccessful. The physician attempted to redeploy but both needles remain lodged in the barrel. The pt was taken to surgery for device removal and arterial closure. Surgery was successful and the pt recovered without incident. Reports from the vascular surgeon indicate the device was embedded in scar tissue.